Event description:
Reportedly, during a follow-up on (B)(6) 2015, the subject device was found in standby mode. To be noted that the patient underwent radiotherapy sessions. An investigation to identify the rootcause of the switch to standby mode was required.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, the subject device was found in standby mode. To be noted that the patient underwent radiotherapy sessions. An investigation to identify the root cause of the switch to standby mode was required.